Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug-eluting stents were implanted in the lad. During procedure dissection occurred. Investigator assessed event not related to device and anti-platelet medication. Sponsor assessed event is possibly related to device but not related to anti-platelet medication.